Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for the last 8-9 months they had been having trouble with his equipment explaining they will set the stimulation to a level and then sleep and when they wake up the stimulation is at a different level. Patient also stated that if the levels go up it stings them too much. Patient mentioned that the other night they had the stimulation up to 5.4 and now it's at 3.5. Patient noted that their doctor had it set so they could go all the way up to 10 and then it would set back to 5 but now they woke up and it was down to 0. Patient mentioned that the battery on their butt cheek was getting hot every 2 to 3 days. When asked for event date patient mentioned it has been a while probably over a year. Patient asked how they can contact an mdt rep. Agent reviewed information. Agent redirected to healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the weakness in their left leg caused them to fall on the stimulator on their left side. The fall was a contributor to the stimulation issue. Pt noted after the fall, the stimulator has not worked right for a few days and the issue has not been resolved.